Event description:
It was reported that a clavicle plate broke at approximately six weeks post-operation. Patient was revised to a 3.5 mm lcp six-hole plate. Patient is reportedly doing well post-revision. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The plate was returned for evaluation with complaint category "broke." The plate is broken in 2 pieces across the plate through the center hole. Package contained five screws as well. The broken ends of the plate halves are twisted radially as if forced and contain various nicks and scratches in the material consistent with fixation, intraoperative contouring and use. Material average thickness was measured as 0.97mm. Thickness specification is 1.0mm +0.05/-0.10. The returned device is over 17 months old. Manufacturing evaluation was performed; dimensional integrity and material integrity confirmed to specifications for all measurable features. A review of the device design yields that this device is manufactured from cold worked, implant quality stainless steel as confirmed by material testing of this sample by manufacturing as well. Additionally the device is designed with a tubular profile to maximize strength. The design is deemed suitable for its intended use. The radially twisted profile and breaking of the sample is indication that the plate was forced well beyond that necessary to form the plate to the intended clavicle structure and the engagement of the 3.5mm screws. The condition of the returned device indicates that it was subjected to forces and bending in excess of that required for its intended use. The design was evaluated and is adequate for its intended use.

Event description:
The plate broke at a screw hole in which a screw was implanted. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Inspection / measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features at undamaged locations. Due to the returned part condition, all related features are not measurable, so this complaint is deemed indeterminate. (B)(6).